Event description:
Medtronic received information that immediately following the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve (B)(4), the valve dislodged above the annulus into the sinus of valsalva (sov). The valve was pulled back into the ascending aorta. Blood pressure was absent which required cardiopulmonary resuscitation (CPR) and defibrillation. The patient was put on cardiopulmonary bypass due to left ventricle overload and loss of circulation. A second 29 mm transcatheter valve (B)(4) valve was successfully implanted in the native annulus. Defibrillation successfully converted the patient to sinus rhythm. The patient was transferred to the intensive care unit (ICU) intubated with stable hemodynamics. It was reported that the patient was attempted to be weaned off extracorporeal membrane oxygenation (ECMO) with attempted removal of the impella heart pump, however the patient died. The cause of death was not received.

Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 10-feb-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that a pre-implant balloon aortic valvuloplasty (bav) was performed. It was reported that the patient had a type 0 bicuspid valve, which was highly calcified. These factors contributed to the dislodgement of the first valve. According to the physician, the patient's pre-existing low ejection fraction (ef) prior to the start of the case and obesity resulted in the initial loss of pressure. The patient died one week post valve implant. The cause of death was not reported from the physician. Updated b2 - date of death. Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the valve was pulled back into the ascending aorta. With limited information available, a conclusive root cause could not be determined. However, it was reported that the patient had a type 0 bicuspid valve, which was highly calcified. These factors contributed to the dislodgement of the first valve. Hypotension is a known potential adverse effect per the instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. According to the physician, the patient's pre-existing low ejection fraction (ef) prior to the start of the case and obesity resulted in the initial loss of pressure. Hemodynamics issues can be related to valve related factors (degeneration, thrombus, calcification, etc.) Or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle dysfunction, etc.). Without review of echocardiographic imaging, an assignable root cause for hypotension and low cardiac output cannot be determined. In this case, cardiopulmonary resuscitation (CPR) and defibrillation were performed. In addition, the patient was put on cardiopulmonary bypass due to left ventricle overload and loss of circulation. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It is unknown if the valve caused or contributed to the death and no autopsy or explant was performed. With the limited information available, a conclusive relationship between the device and the death could not be established. No further action is recommended at this time. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.